Manufacturer narrative:
Image review: transesophageal echocardiogram (tee) images provided from (B)(6) 2025. Mild mitral regurgitation with prolapse of the posterior mitral valve leaflet. There is severe central aortic insufficiency, with possible torn or flail prosthetic leaflet observed. Tee images provided from (B)(6) 2025. No evidence of aortic regurgitation. Mild mitral regurgitation is present, with three jets observed. Mild tricuspid regurgitation is also noted, with two jets identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 2 months following the implant of a 34 millimeter (mm) transcatheter valve, the valve failed due to aortic stenosis. A computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, a 26 mm non-medtronic transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a thrombus was not confirmed. The valve gradient when the patient was discharged following the initial valve implant was 5 millimeters of mercury (mm hg). Following implant of the valve, anti-platelet medication was prescribed, and the patient's anticoagulation medication was resumed. The patients 3 international normalized ratio's (inr) were 2.5, 2.6, 3.2.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.